Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the valve was replaced because the device did not reprogram. Additional information is expected.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it was noted that the proximal connector was missing and there was presence of biological debris within the device. The biological debris has caused an occlusion within the device and has caused the device to fail the programming and pressure tests and it also appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.